Manufacturer narrative:
Without a product return to manufacturer, no product evaluation is able to be conducted. The reference and the lot number are unknown; therefore the device history records are unable to be reviewed. According to the reporter, at initial implant surgery, the surgeon followed the surgical technique to implant the mobi-c p&f prosthesis. For the revision, the surgeon said that the patient did not have any contributing issues (bone disease/other issues) that would cause this event. Attempts have been made to get more information. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision due to migration. Revision due to migration, after 11 month of original surgery. Mobi-c spit out the front after the patient fell. Patient had a bad fall between their 6m-12m follow up post-op and suffered a severe concussion. The patient could not remember the date of the accident and started having radiculopathy pain. This radiculopathy pains were due to anterior migration of the prosthesis. It was decided to make a revision. Dr. (B)(6) chose to use a competitor system with a plate (acdf).

Event description:
Mobi-c p&f us : revision due to migration.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. A product evaluation from external laboratory was received on august 28th 2018. The general conclusions were that no deviation were identified. From information provided, based on the product history records, the review of the case, the analysis of the device and the recurrence of this type of event for this implant, it is assessed that the migration of device is due to an trauma, the patient had a bad fall between their 6m-12m follow up that caused the patient to have a concussion. The investigation found no evidence to indicate device issue. H3: evaluated by an external laboratory.

Manufacturer narrative:
On jan. 30th 2018, the external laboratory has given the reference and lot# of plates. With these informations, our supplier was able to determine the reference and lot# of implant. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The external laboratory is analysing the coating of device to determine if there was an allergy or other bones diseases . The result will be available on ending of (B)(6). A follow-up report will be sent when result will be received.